Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture (of saline device) and exchange from textured to smooth implants due to the patients concern with the products."

Event description:
Healthcare professional reported "rupture (of saline device) and exchange from textured to smooth implants due to the patients concern with the products." Record is for left side. Device has been explanted and will not be returned.